Manufacturer narrative:
Device history records was conducted. The report indicates that the: DHR 03.632.036 lot 6732453 rls 12/16/11, avalign technologies ¿ nemcomed division manufactured the holding sleeve ¿ long for matrix, p/n 03.632.036, and lot number 6732453 for po 1298295. The supplier¿s certificate of compliance (dated 12/12/11) indicates the parts were manufactured to p/n 03.632.036, revision ¿j¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿p¿, completed 12/15/11. No ncrs were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that four holding sleeves ¿ long for matrix devices broke at the threaded tip. Additional information including surgical and patient information was requested but is currently unavailable. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Event details regarding the reported failures were not provided by the reporter. Additional information has been requested but has not been received. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.